Event description:
Pt was found by nursing staff with neck wedged in the siderail, body hanging off the bed, and one foot touching the floor. Reportedly, the nurses initially went to the pt's room because the pt was disconnected from the cardiac monitor. Pt's neck was immediately dislodged from the siderail, was moved to the ground, and a code blue was called as the pt was apneic.